Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention after wearing the pod on the abdomen between 24 and 36 hours. On (B)(6) 2026, the patient experienced persistent hyperglycemia that was over 400 mg/dl as the device displayed high and severe vomiting despite multiple correction boluses. The patient was diagnosed with diabetic ketoacidosis and received treatment consisting of intravenous therapy and administration of fast-acting insulin following removal of the pod at the hospital. The patient was treated and released on the same day after approximately 12 hours. The pod was discarded at the hospital. Following the event, the patient reported a resolution of symptoms and return to baseline glucose levels with no ongoing pod issues.